Event description:
Walker had to be used when walking [walking difficulty]. Very swollen [knee swelling] . Knee was very painful [knee pain] . Case narrative: initial information received on 22-mar-2019 regarding a solicited valid serious case received from a consumer, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 75 years old female patient who experienced knee was very painful (latency: same day), very swollen (latency: same day) and a walker had to be used when walking (latency: same day) after she received treatment with hylan g-f 20, sodium hyaluronate (synvisc one). The concomitant medication included cortisone. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml once (batch, indication: unknown) in her right knee. On the same day, patient also received cortisone. The same day, patient experienced her knee was very painful (latency: same day) and very swollen (same day). As a corrective treatment for her pain, patient took advil and tylenol but they did not help. Further, a walker had to be used for walking (latency: same day). Corrective treatment: walker for walker had to be used for walking; advil and tylenol for knee was very painful. Outcome: unknown for all events. Seriousness criterion: disability for walker had to be used for walking. Reporter causality: not reported for all events. Company causality: reportable for all events. A product technical complaint was initiated on (B)(6)2019 for synvisc-one. Batch number: unknown global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 27-mar-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Walker had to be used when walking [walking difficulty] . Very swollen [knee swelling] . Knee was very painful [aching (r) knee]. Case narrative: based on the information received on 22-may-2019, the case became medically confirmed. The overall company causality was updated to not reportable from reportable and the overall reporter causality of the case was updated from not reported to unassessable. Initial information received on 22-mar-2019 regarding a solicited valid serious case received from a consumer, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 75 years old female patient who experienced knee was very painful (latency: same day), very swollen (latency: same day) and a walker had to be used when walking (latency: same day) after she received treatment with hylan g-f 20, sodium hyaluronate (synvisc one). The concomitant medication included cortisone. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml once (batch, indication: unknown) in her right knee. On the same day, patient also received cortisone. The same day, patient experienced her knee was very painful (latency: same day) and very swollen (same day). As a corrective treatment for her pain, patient took advil and tylenol but they did not help. Further, a walker had to be used for walking (latency: same day). All the adverse events were of mild intensity. On the unknown date of (B)(6) 2019, patient got recovered from all the events. Corrective treatment: walker for walker had to be used for walking; advil and tylenol for knee was very painful. Outcome: recovered for all the events. Seriousness criterion: disability for walker had to be used for walking. Reporter causality: unassessable (not sure) for all the events. Company causality: not reportable for all the events. A product technical complaint was initiated on (B)(6) 2019for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 27-mar-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information was received on 22-may-2019 from the healthcare professional. Intensity of all events was updated to mild. Outcome for the all events was updated to recovered. Company causality was updated to not reportable from reportable. Clinical course updated, and text amended accordingly.

Manufacturer narrative:
Sanofi company comment 27-mar-2019. Patient received synvisc-one and had to use a walker to walk after receiving it. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Walker had to be used when walking [walking difficulty], very swollen [knee swelling], knee was very painful [knee pain]. Case narrative: initial information received on 22-mar-2019 regarding a solicited valid serious case received from a consumer, in the scope of post-marketing sponsored study "(B)(6)". Patient ID: unknown; country: (B)(6). Study title: (B)(6). This case involves a (B)(6) female patient who experienced knee was very painful (latency: same day), very swollen (latency: same day) and a walker had to be used when walking (latency: same day) after she received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) the concomitant medication included cortisone. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml once (batch, indication: unknown) in her right knee. On the same day, patient also received cortisone. The same day, patient experienced her knee was very painful (latency: same day) and very swollen (same day). As a corrective treatment for her pain, patient took advil and tylenol but they did not help. Further, a walker had to be used for walking (latency: same day). Corrective treatment: walker for walker had to be used for walking; advil and tylenol for knee was very painful. Outcome: unknown for all events. Seriousness criterion: disability for walker had to be used for walking. Reporter causality: not reported for all events. Company causality: reportable for all events. A product technical complaint was initiated and results were pending for the same.